Event description:
The following has been reported: unable to apply the update and restart a preliminary review of the device log files could not be performed. The device was returned for losing its ip address and stp address during the reversion to bring-up mode. When evaluated at the manufacturing service depot, the device was still not able to display and the ip and stp were not able to be recovered. Due to the pump not being in a functional state where testing could be performed, a serial connection was established with the original som to read the lines of code it was printing during the startup sequence. It was found the som was getting stuck in a loop and unable to be recovered in that state. A new som was installed and the issue was resolved. Right bag hook was also found to be broken off. Reporting as a conservative measure due to the som issue identified during investigation. No adverse effects were reported.